Event description:
It was reported that a pt underwent a gynecological procedure on an unknown date. During the procedure, the device was shorting out and not morcellating. Another device was used and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 01/12/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00023. The same patient is represented in each medwatch.